Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of drag force. Based on the condition of the returned unit, it is likely that the reported event was caused by an improperly seated shield, an internal plastic component, which resulted in drag force as a larger surface area of the septum, an internal rubber component, was coming into contact with the scope. However, the exact root cause of the dislodged shield within the seal subassembly could not be confirmed. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: laparoscopic bariatric surgery. Event description: during surgery, the endoscope did not pass smoothly through this trocar and felt somewhat stuck. The user previously reported a similar issue in case cer (B)(4) last year. Recently, they have frequently encountered the same issue with the ctr33 model, though no formal complaint was filed until now. Since the user cannot recall the exact dates of each occurrence, they are unable to provide a detailed list. For now, they will focus on returning the defective product as a reference for this issue. There is no impact to patient. The user was unable to resolve the issue and had to continue using the device despite the difficulty. The problem was only resolved after switching to another trocar. There is no other instruments to effect this event. Additional information provided by the distributor on 15nov2024 via email: the obturator was too loose within the cannula. Yes, there is resistance when moving the obturator in and out of the cannula. It's not possible to determine any damage from an external inspection. Intervention: the user was unable to resolve the issue and had to continue using the device despite the difficulty. The problem was only resolved after switching to another trocar. Patient status: there is no impact to patient.

Event description:
Procedure performed: laparoscopic bariatric surgery. Event description: during surgery, the endoscope did not pass smoothly through this trocar and felt somewhat stuck. The user previously reported a similar issue in case (B)(4) last year. Recently, they have frequently encountered the same issue with the ctr33 model, though no formal complaint was filed until now. Since the user cannot recall the exact dates of each occurrence, they are unable to provide a detailed list. For now, they will focus on returning the defective product as a reference for this issue. There is no impact to patient. The user was unable to resolve the issue and had to continue using the device despite the difficulty. The problem was only resolved after switching to another trocar. There is no other instruments to affect this event. Additional information provided by the distributor on 15nov2024 via email: the obturator was too loose within the cannula. Yes, there is resistance when moving the obturator in and out of the cannula. It's not possible to determine any damage from an external inspection. Intervention: the user was unable to resolve the issue and had to continue using the device despite the difficulty. The problem was only resolved after switching to another trocar. Patient status: there is no impact to patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.